Manufacturer narrative:
Multiple attempts have been made on 13mar2026, 20mar2026, and 27mar2026 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the average proximal display was reading incorrectly. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the average proximal display was reading incorrectly. The customer stated the reading was 91.42 cmh2o when it should it be closer to zero. The remote service engineer (rse) instructed him to have the unit run in ventilation mode to autozero the pressure for about 30 seconds. It was then confirmed that the average proximal display was reading closer to zero now. The rse then informed the customer to run through the test again and provided the part number of the data acquisition (da) printed circuit board assembly (pcba) to replace if there was still another pressure issue. This investigation is ongoing.